Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The pump was tested for 24 hours with no occurrence of system error 322. Review of the history log confirms the system error 322 reported symptom. The evaluation determined that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies will be replaced. The device failed to complete service in a timely manner and the customer was issued a replacement device.

Event description:
It was reported that a pump has a system error 322. The customer stated there was no patient injury.